Event description:
Two transfer sets with leakage. One set had been in use for one month and the second set had been in use for three months. Noted during use. No patient injury or medical intervetion was reported per baxter affiliate.